Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive power cyclying testing without duplicating the malfunction. A review of the activity log was not able to confirm the customer's report that the device shut down inappropriately. The device was recertified and returned to the customer. No trend is associated with reports of this type.